Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high pacing impedance and high capture threshold was noted. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Additional information: analysis: the reported events of high pacing impedance and high stimulation threshold were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Lead impedance was not able to be performed due to the as received condition of the lead. Visual analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.